Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system including a surgical lead on (B)(6) 2011. It was reported that impedance issues were observed with the lead during the implant procedure. The physician disconnected and reconnected the lead from the header. However, post-operative four electrodes measured invalid. Effective stimulation coverage was captured for the patient via programming. No further issues were reported.